Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned in one piece measuring 46.0cm. An external abrasion was noted at 18.3cm to 18.5cm from the connector pin, breaching the outer insulation exposing the outer coil. This was consistent with lead friction to the device can at the proximal region of the lead. X-ray also found the inner coil was bunched at the connector region. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.